Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that this was the second occurrence of replace battery alert or replace battery alarm, or off no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer returned device for an alleged replace battery alarm and unexpected battery power loss on event date july 6, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device passed the displacement test, active current test and sleep current test and self test. Unit was monitored and no blank display noted during testing. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board, the device was monitored and functioned properly. Pump error 25 was found in the history download on event date june 27, 2022 02:00:00.000. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, cracked case (battery tube) and serial number label missing. In summary, customer allegations for unexpected battery power loss confirmed due to pump error 25. Pump error 25 confirmed due to disconnected j6 connector on electrical board 1. Moisture damage noted on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.